Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device closed on tissue when it would not open? If yes, describe what was done to remove the device from the tissue. Was there any damage to the tissue or actions necessary to repair tissues? If yes, what was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain.

Event description:
It was reported that during an emergency surgery for a perforated appendectomy, the device was used to remove the appendix and provide hemostasis. A vascular cartridge was inserted and fired once. After the first firing the surgeon was unable to open the jaws to disengage the device. A reload cartridge was requested, however, both the surgeon and the nurses were unable to disengage the lock at the distal end that would open the jaws. This is an experienced user. Procedure completed with same/like device. There was no adverse consequence to the patient.